Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port on the pump appeared damaged, and the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 113 mg/dl. Reportedly, the customer reverted to insulin pen injections for alternate insulin therapy.